Event description:
During a pulmonary vein isolation / atrial fibrillation ablation procedure, an effusion occurred. There were no difficulties obtaining venous access or placing the cs catheter or mapping the right atrium. While preparing to access the left atrium through transseptal access, the physician noted the patient had a thick septum which was confirmed via ice. Transseptal access was attempted multiple times and although access was obtained with the brk-1 needle, the introducer could not be advanced. The introducer eventually advanced and a small effusion was noted post transseptal access. The case then proceeded with a map of the left atrium and then ablation. An echo tech came in multiple times throughout the procedure to monitor the effusion. The left pulmonary veins and part of the posterior wall were isolated when the effusion became larger and the physician elected to abandon the case. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices. The physician felt the effusion occurred during transseptal access and giving heparin during the procedure caused enlargement of the effusion. He also indicated, this was anatomy related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.